Event description:
Attending surgeon reported that a pt presented with symptoms of abdominal pain approx 10 months following hernia repair. The pt was examined and returned to surgery for a suspicion of a recurrent hernia at the initial defect. A recurrent hernia was not identified, however, significant adhesions of bowel to the mesh were noted at the time of reoperation and were lysed. Surgeon opines that the pain was attributed to the bowel adhesions. Pt is reported as fine.